Event description:
It was reported that after the pta balloon had been inflated in the thigh for five minutes at 16atm, the balloon would not deflate. The needle was inserted through the skin to deflate the balloon and the catheter was retracted without incident. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the samples was not returned for evaluation. Per the reported event details, the balloon was inflated to 16atm for 5 minutes. The rated burst pressure (rbp) for this balloon size is 12atm. Inflation of the balloon over the rbp may have been a contributing factor to the deflation issues. The root cause for this event is likely user related.